Event description:
It was reported a user error while infusing precedex as the clinician loaded a 1ml bd syringe instead of the ordered 3ml bd syringe. At approximately 1241 and at the near end of the infusion a 1ml bd syringe was loaded in the module in error and programmed to infuse 0.19ml/hr. The correct syringe should have been a 3ml bd syringe to infuse at 0.19ml/hr. At approximately 0440 a "near end of infusion" alarm sounded. At 0444 a new and correct 3ml bd syringe was loaded into the module to infuse at 0.19ml/hr. There was patient involvement but no harm. Additional information received: the customer states "I was able to decipher that the 1 ml syringe was loaded on (B)(6) @ 1246 when our nursing narrative states a 3 ml syringe was loaded. This helps explains why the syringe was depleted during the time frame of 1246 to 0440." Additional information received: the customer states "after reviewing the situation with our nursing team, we determined that a 3 ml syringe of dexmedetomidine was loaded into the syringe pump, but a 1 ml syringe type was selected and programmed appropriately."

Manufacturer narrative:
Omit: concomitant med prod data, b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the facility requested an interpretation of the provided event logs; there was no reported complaint error logs of the syringe module and pcu were not returned by the facility. The dataset was not returned. The date was reported as (B)(6) 2025 and the time was reported as 12:45 pm ¿ 4:40 pm. A review of the concomitant pcu event log showed that on (B)(6) 2025, at 12:46 pm, the suspect syringe module was selected, and an infusion was programmed with precedex allegedly, a rate of 0.19 ml/h and a volume to be infused (vtbi) of 0.8753 ml (expected duration of four (4) hours and thirty-six (36) minutes), which was observed to be the reported incident infusion, the detected syringe was registered as a bd 1 ml with a volume of 0.8753 ml. Primary volume infused (pvi) and secondary volume infused (svi) were noted as 0.1326 ml and 0 ml respectively at the start of the infusion. At the start of the infusion the syringe module alarmed patient pressure and was quickly restarted by the user. Between 1:56 pm and 2:02 pm the syringe module alarmed patient pressure two times and was restarted by the user the first time, the second alarm was addressed by the user at 2:04 pm by programming a fifteen (15) minute type 1 callback. Pvi= 0.3701 ml. At 2:18 pm the user selected the unit and selected confirm afterwards, this resumed the infusion (rate=0.19 ml/h; vtbi=0.6378 ml, syringe volume=0.6378 ml). At 2:40 pm the unit alarmed patient pressure and was quickly restarted by the user. Pvi=0.4392 ml. At 3:02 pm the user cleared the pvi. Pvi=0.5 ml. At 3:59 pm the user cleared the pvi an additional time. Pvi=0.18 ml. Between 4:00 pm and 4:41 pm the unit alarmed patient pressure 2 times and was restarted by the user 2 times. At 4:40 pm the unit had alarmed near end of infusion. Pvi=0.1409 ml at 4:42 pm the unit alarmed check syringe, the user selected restart key but was logged as false keypress, the. Between 4:42 pm and 4:54 pm the user selected the device 4 times and programmed a new infusion 3 times with the previous parameters, the new detected syringe was logged as a bd 3 ml in all 3 reprograms. Pvi= 0.1738 ml. Testing of the devices could not be performed due to no devices being returned for investigation. An internal and external inspection of the devices could not be performed due to no devices being returned for investigation. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the facility requested an interpretation of the provided event logs. There was no reported complaint; therefore, a root cause was not determined. A review of the device event logs revealed no issues, and no faults were found. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a user error while infusing precedex as the clinician loaded a 1ml bd syringe instead of the ordered 3ml bd syringe. At approximately 1241 and at the near end of the infusion a 1ml bd syringe was loaded in the module in error and programmed to infuse 0.19ml/hr. The correct syringe should have been a 3ml bd syringe to infuse at 0.19ml/hr. At approximately 0440 a "near end of infusion" alarm sounded. At 0444 a new and correct 3ml bd syringe was loaded into the module to infuse at 0.19ml/hr. There was patient involvement but no harm. Additional information received: the customer states "I was able to decipher that the 1 ml syringe was loaded on 10/16 @ 1246 when our nursing narrative states a 3 ml syringe was loaded. This helps explains why the syringe was depleted during the time frame of 1246 to 0440." Additional information received: the customer states "after reviewing the situation with our nursing team, we determined that a 3 ml syringe of dexmedetomidine was loaded into the syringe pump, but a 1 ml syringe type was selected and programmed appropriately."